Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's stimulator was deactivated. Originally, they believed it to be off due to the loss of efficacy. The ins was checked and it was indeed off. The patient had been shopping that day, and it was deduced that the theft detector may have turned the ins off. The ins was turned back on and the patient was sent home successfully. No further complications were reported as a result of this event.

Event description:
Schiff n. D., giacino j. T., butson c. R., choi e. Y., baker j. L., o'sullivan k. P., janson a. P., bergin m., bronte-stewart h. M., chua j., degeorge l., dikmen s., fogarty a., gerber l. M., krel m. Maldonado j., radovan m., shah s. A., su j., temkin n., tourdias thomas., victor j. D., waters a., kolahowsky-hayner s. A., fins j. J., machado a. G., rutt b. K., henderson j. M. Thalamic deep brain stimulation in traumatic brain injury: a phase 1, randomized feasibility study nature medicine 2023 doi: 10.1038/s41591-023-02638-4. Additional information was received reporting that patient 1 experienced an unplanned withdrawal of stimulation during the treatment phase, attributed in retrospect to passing through a magnetic theft detector system while shopping. The patient noted a sharp decline in function over a 2-3 week period before notifying study investigators and undergoing a system interrogation which revealed an unexplained deactivation.

Manufacturer narrative:
Additional review indicates that information (unexplained deactivation) from manufacturer¿s report #2182207-2024-00052 was already reported in this report (#3004209178-2019-03927). Any additional information regarding this event will be submitted as a supplemental submission to this report (#3004209178-2019-03927). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.